Manufacturer narrative:
Bayer case number: (B)(4). Foreign body of the uterus [partial expulsion of device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body of the uterus") in a female patient who had essure inserted. Concurrent conditions were listed as menorrhagia and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial cornuectomy da vinci platform). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] (date unknown): the patient had abnormal- appearing female pelvic anatomy, though the left tube and coil were appropriate, the serosa being so thin; however, they could see the coil through the serosa of the left tube. The right side of the uterus, it appears that the essure coil was inappropriately placed during the insertion, you can see where the inner rod of the essure coils was completely outside and extruded into the pelvis with the circular coil piece of the pressure entering the proximal portion of the fallopian tube; however, it looks as though it was completely pushed right through the corona. Otherwise, the abdomen and pelvis were normal. She did have some adhesive disease of the anterior abdominal wall, very high up above the umbilicus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-mar-2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Foreign body of the uterus [partial expulsion of device]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("foreign body of the uterus") in a female patient who had essure inserted. Concurrent conditions were listed as menorrhagia and pelvic pain female. On an unknown date, the patient had essure inserted. On an unknown date she experienced device expulsion (seriousness criterion intervention required). The patient was treated with surgery (laparoscopic bilateral salpingectomy, partial cornuectomy da vinci platform). Essure was removed on (B)(6) 2023. At the time of the report, the event had resolved. The reporter considered device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [gynaecological examination] (date unknown): the patient had abnormal- appearing female pelvic anatomy, though the left tube and coil were appropriate, the serosa being so thin; however, they could see the coil through the serosa of the left tube. The right side of the uterus, it appears that the essure coil was inappropriately placed during the insertion, you can see where the inner rod of the essure coils was completely outside and extruded into the pelvis with the circular coil piece of the pressure entering the proximal portion of the fallopian tube; however, it looks as though it was completely pushed right through the corona. Otherwise, the abdomen and pelvis were normal. She did have some adhesive disease of the anterior abdominal wall, very high up above the umbilicus. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.